Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock therapy due to oversensing of low amplitude far field p waves. Programming changes were made. The patient was in stable condition.